Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, she pulled the cartridge out and the plunger remained attached to the piston rod in the cartridge chamber. She stated a small amount of insulin spilled into the chamber which she was able to dry out. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.